Manufacturer narrative:
Complaint confirmed. One unpackaged ar-4020c-07 biocomposite screw fragment was received for investigation. It was identified that 13.36mm of the ar-4020c-07 remained. Visual inspection indicated that two threads remained intact, and breakage began at the third thread. The fragments generated during the case were not returned for analysis. It was noted that the bone quality encountered during the case, as well as the method of bone preparation used, were not recorded. As such, this event is most likely the result of improper bone preparation, off-axis insertion, and/or prying/leveraging the screw on the driver during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that for an acl arthroscopy (ligament graft) the fastthread¿ biocomposite¿ interference screw was used. The thread of the size 7 screw broke in the upper 1/3 undersized by 1 compared to the femoral tunnel. It was not possible to remove the fragment out of the tunnel, which despite this did not ensure good fixation of the graft. The surgeon did not implant an additional screw, the graft held by the upper third of the screw remained in place and by the external return attached to the tibia. The other broken part of the screw was retrieved. According to the surgeon the procedure was completed successfully and there was no harm for patient, user of third party. No further information received.